Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected excess no delivery alarm noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer reported that the insulin pump alarmed no delivery. Blood glucose value is 437 mg/dl; treated with insulin bolus. Customer stated she has not tried different cannula lengths, insulin is not expired or denatured, customer does rotate sites and avoids scar tissue. Customer stated she uses the serter device and that the tubing is not bent or kinked. Customer stated she has tried different options re resolve the issue and issue persists. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.